Event description:
During surgery for stenosis on l4/5, first, screw was placed to left l4, and then the surgeon inserted the guide wire to left l5 and did the tapping, then, the tap fractured at the tip while tapping. As a result, approximately 3mm of the fractured tap piece remained in the pt. The screw was placed onto the fractured piece of tap. For the right side, 6.5mm tap was used.

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.